Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided charging pad, tandem-provided wall power adapter, and tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, secondary wall power adapter, and secondary usb sable. There was no adverse impact to the customer¿s blood glucose level.